Event description:
Caller reported neonate blood glucose comparisons. Reported a lab result of 30 mg/dl, blood gas analyzer result of 21 mg/dl and an inform system result of 44 mg/dl within 10 minutes. Also reported blood gas analyzer result of lo (lower limit of the analyzer is 20 mg/dl), and an inform system result of 40 mg/dl within 10 minutes. Also reported blood gas analyzer result of 28 mg/dl and an inform system result of 59 mg/dl within 10 minutes. The neonate was treated with glucose. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
(B) (6).